Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the detached rubber cover of the forceps channel port and the distal end not secured, the cause was damage of parts due to wear, deterioration, deformation, or some kind of physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited a detached rubber cover of the forceps channel port, and the distal end not secured due to adhesive peeling of distal end. There was no patient involvement.